Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and informed them to continue using the pump, advising them to call back if any malfunction recurs. The caller acknowledged and understood these instructions.